Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 47.8 cm was returned for analysis. External insulation abrasion was noted at 36.5 - 36.7 cm from the connector pin consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.